Event description:
Information was received from a  patient's (pt) representative regarding an external device. The reason for call was caller reported the recharger is malfunctioning and not working right for about the past 10 days. Caller stated the recharger started heating up. Caller mentioned the patient has early stage dementia and cannot charge the implant by themselves. Troubleshooting was not required. The issue was not resolved through troubleshooting. An email was sent to the repair department for replacement recharger.

Manufacturer narrative:
Brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger b3: event date is month and year valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. H3: analysis of the recharger (product ID 97755, serial# (B)(6)) found the cable insulation is torn at the donut end and it got hot after running it at the donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.